Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the device was running rough was not confirmed. The reported condition that the device was running hot was confirmed. An assessment was performed and it was observed that the device had overheated. During repair it was observed that the bearings and gears were worn out causing the device to overheat. The assignable root cause of this condition was determined to be due to normal wear over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 5 of 6 for the same event. It was reported that during pre-surgery testing, it was observed that three motor devices and three attachment devices were running rough and became hot. This event did not occur during surgery. There was no patient involvement. It was reported that unspecified spare devices were available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.